Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has become stuck and has triggered multiple button alarms for the past 3 days. There was no impact to the customer's blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.